Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device took an extended time to analyze after the electrode pads were applied to the patient. Complainant indicated that during CPR the device did analyze; advised and delivered a shock. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated under testing which included bench handling, defib cycling, hi-pot testing, and full analyze testing utilizing a set of test pads. Review of the device activity log does show an analysis was identified 7 seconds later due to pads not recognized. The device analyzes as expected when it detects a valid impedance and ECG signal. The customer did confirm that the patient's skin was not prepped and there was hair on the patient's chest. Poor coupling between the electrodes and the patient's skin can lead to an invalid impedance and inability to get an ECG signal. The multi-function connector was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.